Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source. The citation is as follows: luecking h, struffert t, goelitz p, engelhorn t, brandner s, kuramatsu jb, lang s, schmidt m, doerfler a. Stent-assisted coiling using leo+ baby stent : immediate and mid-term results. Clin neuroradiol. 2021 jun;31(2):409-416. Doi: 10.1007/s00062-020-00904-3. Epub 2020 may 8. Pmid: 32385517; pmcid: pmc8211599. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter contact information is not available. Device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
This complaint is from a literature source. The citation is as follows: luecking h, struffert t, goelitz p, engelhorn t, brandner s, kuramatsu jb, lang s, schmidt m, doerfler a. Stent-assisted coiling using leo+ baby stent : immediate and mid-term results. Clin neuroradiol. 2021 jun;31(2):409-416. Doi: 10.1007/s00062-020-00904-3. Epub 2020 may 8. Pmid: 32385517; pmcid: pmc8211599. Objective and methods: this study reports on a single center experience and mid-term results in a series of 81 aneurysms treated by a braided microstent bms (leo+ baby) stent-assisted coiling. Patients were included if treated with a leo+ baby and with digital subtraction angiography (dsa) follow-up available of at least 6 months. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: bioactive cerecyte coils concomitant cerenovus devices that were also used in this study: n/a concomitant non-cerenovus devices that were also used in this study: echelon 10 microcatheter (medtronic); vasco + 10 microcatheter (balt); leo+ baby bms (balt). Adverse event(s) and provided interventions: there was one case of new hemorrhage in postprocedural non-enhanced fd-CT with fluoroscopy documented coil perforation. The patient completely recovered. Yet, this led to prolonged hospitalization.